Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the clip applier jammed and ejected the clip once able to fire. Another clip applier was opened. There was no patient injury.